Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #2). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and the sepramesh ip (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of sepramesh ip mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #2). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and the sepramesh ip (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿there was a large hernia sac, carefully dissected it down to the fascia margins and then excised it. There was some omentum stuck up in it, this was reduced into the abdomen. Then a ventralex patch was placed below the fascial defect and sutured in place circumferentially.¿ (B)(6) 2009 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with removal of ventralex mesh (device #1) and implant of synthetic mesh. Per operative notes, ¿we dissected down and found the ventralex mesh (device #1) had pushed up and deformed forming a mass on the right side of the hernia repair. Then excised the entire piece of mesh leaving a defect. Then a synthetic mesh was placed with the safety film on the underside. Horizontal mattress sutures were placed at the compass point to suture the mesh below the fascia.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #2). Per operative notes, ¿there was a web of adhesions from the omentum up to the central portion of the abdomen with an apparent hernia defect there. We took down the omentum that was adherent to the hernia defect circumferentially around, cleared the abdominal wall. Then a sepramesh ip (device #2) was placed onto the abdomen and pulled the sutures up through the abdominal wall and then anchored this up by covering the hernia defect.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of sepramesh ip (device #2) and implant of synthetic mesh. Per operative notes, ¿the hernia sac and the sepramesh ip (device #2) was identified and cut through it and into the abdominal cavity. Then dissected the loosely adhered omentum away from the mesh. The sepramesh ip (device #2) was freed from the abdominal wall and excised along with the old hernia sac. Then a synthetic mesh was placed using sutures.¿ attorney alleges that the patient had infection, mesh migration, nerve damage, pain, hernia recurrence, inflammation and emotional injuries.